Event description:
It is reported that the lag screw seemed as though it was binding on the nail, during initial implantation. The doctor wondered, at this time, if the screw threads were being damaged as he met resistance during screw insertion. Post-op follow-up over the next few months showed the lag screw as backing out. Surgeon conveyed that the pt was back to work within three days and was very active. In 2004 the lag screw was revised.